Manufacturer narrative:
.

Event description:
It was reported that the implantable neurostimulator battery was discharged after two months of service. The neurostimulator was explanted. No patient injury was reported.